Event description:
A patient known to have a (B)(6) generated non-reactive results of (B)(6). The patient generated a (B)(6)on the ortho method and was (B)(6) on the rapid spot test method. The patient had previously tested reactive (B)(6) on the axsym in (B)(6)r 2011. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number (B)(4), axsym hcv v3.0 that has a similar product distributed in the us, list number (B)(4), axsym anti-hcv. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
A retained kit of axsym hcv version 3.0 reagent, list number (B)(4), lot number 17147lf00 was calibrated and the calibration met specifications. All control values met control specifications and were in the typical range. To evaluate analytical sensitivity, sensitivity panels, core only, c100 only, 33c only and ns5 only were tested. All sensitivity panels showed that the analytical sensitivity of axsym hcv version 3.0, list number (B)(4), lot number 17147lf00 is within acceptable performance range. Seroconversion hcv panels from zeptometrix (9041 and 9045) were used in this evaluation to assess the clinical sensitivity of axsym hcv version 3.0. Data obtained for seroconversion hcv panels from zeptometrix (9041 and 9045) were compared to manufacturer's data analyzed with axsym anti-hcv 3.0. Lot number 17147lf00 detected the same first reactive bleed for seroconversion hcv panels from zeptometrix 9041 and 9045. Based on these data it was shown that the sensitivity performance is not adversely affected. A review of labeling concluded that the issue is sufficiently addressed in the labeling. As part of our investigation we have reviewed the manufacturing and complaint records for the affected lot number. This review did not identify any problems relating to the customer's observation. Based on our investigation, we have determined axsym hcv version 3.0 reagent, lot number 17147lf00, identified in the customer's complaint, is currently meeting its safety, effectiveness, and label claims.